Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that when the customer attempted to load a cartridge/filled tubing, a minimum fill notification occurred followed by a malfunction alarm. Reportedly, the cartridge was filled with 300 units. During troubleshooting with tandem's technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. The customer's blood glucose level was 329 mg/dl and it was addressed with a correction bolus via the pump. Also, it was noted that customer experienced a low blood glucose level of 53 mg/dl earlier in the morning and it was addressed with juice/snack. Reportedly, the customer was working with their healthcare provider on the settings.

Manufacturer narrative:
(B)(4). Pump not returned for evaluation.